Event description:
One of co's customers had two events in which the reservoir for the resuscitator did not inflate during use. One event occurred on 5/11/96 the other 5/13/96. The flow to the devices were from 15 to 25 lpm per "e" tanks which had greater than 500 psi. The customer describes one event attempting to provide "regular" ventilation and the other hyperventilation. The reservoir is described as collapsing upon itself with each event. One unit was tested after the event on a tank with 2000 psi and is said to have exhibited the same behavior. This bag is being returned for evaluation. The reservoirs had to be removed and the pts were ventilated with ambient air in each event. The pt from the event on 5/11/96 expired. The customer felt the pt's arrest status was contributory to the death and not a result of their inability to deliver 02 to the pt via the resuscitator.